Event description:
Nine months after treatment of a lesion with a cypher stent, there was 99% in-stent stenosis.

Manufacturer narrative:
This patient presented to cath with positive functional study for ischemia, 45% lvef and 1-vessel disease in the left main. Elective percutaneous coronary intervention was performed on a 90% restenotic lesion (after unidentified stent) in the proximal left anterior descending artery of 10mm in length in a 3.0mm vessel diameter. There was little to no calcification present. Direct stenting was performed with a 3.0x13mm cypher stent at unknown atm. Residual diameter stenosis measured 0%. Timi iii flows were recorced pre and post-procedure, respectively. There were no procedural complications and the patient was discharged on the following day. Nine months later, the patient complained of chest pain. Repeat angiography showed 99% in-stent restenosis of the previously implanted cypher stent. It was treated by stenting with a 3.0x12mm taxus express stent. There was no residual diameter stenosis. This product is not available for testing and evaluation. Additional information has been requested, including the catalog and lot numbers of both stents, but was not available at the time of this writing. Therefore, further information received will be submitted with 30 days upon receipt.